Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progressions of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve after an implant duration of four years, 11 months due to mitral stenosis and mitral regurgitation. The tmvr was performed with a 26mm 9750tfx valve. The procedure went as planned and the patient was discharged on pod #1 doing well.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve after an implant duration of four years, 11 months due to severe mitral stenosis and severe mitral regurgitation. The patient presented with acute on chronic heart failure. The tmvr was performed with a 26mm 9750tfx valve. Teee showed good valve position and function with no pvl. The procedure went as planned and the patient was discharged on pod #1 doing well. Pre-operative tee showed moderate-severe mitral regurgitation with centrally-directed jet, thickened mitral leaflets, and moderately restricted mitral leaflets.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve underwent a valve-in-valve after an implant duration of four years, 11 months due to severe mitral stenosis and severe mitral regurgitation. The tmvr was performed with a 26mm 9750tfx valve. Teee showed good valve position and function with no pvl. The procedure went as planned and the patient was discharged on pod #1 doing well.